Event description:
Area of injection: nlf, oral commissures, upper and lower lips. At 2-3 weeks post injection, the pt had some swelling and they waited to see what would happen. The physician suspected she had an abscess. His associate lanced the right upper lip with 11 blade - her lips were swollen to 3x their normal size. Pt was prescribed 7 days of antibiotics cipro 500 mg po bid starting (B)(6)2010, then levaquin 500 po once per day for 7 days starting (B)(6)2010; then (B)(6)2010 500 mg of cipro po bid. Two weeks later left her nasolabial fold expressed 3cc of purulent material, then left upper lip abscess was lanced and another week later left lower lip was lanced. At 3-4 days ago, he had to lance her right upper lip. Pt is not resolved. Updated (B)(6)2010, pt had three abscesses that had I & d performed. Now she has palpable areas on the other side of her lip. She seems to be slowly improving and the site has given her laser resurfacing.

Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The device was not available to be returned. The batch record, including sterility testing records, was reviewed and met specifications, and did not reveal any issues with the alleged product lot.